Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. 04/16/2026 - this correction report is being issued to provide the missing evaluation conclusion code.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection. A revision was performed and the sicd along with the lead were explanted. There were no additional adverse patient effects reported. The sicd was returned. Additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection. A revision was performed and the sicd along with the lead were explanted. There were no additional adverse patient effects reported. The sicd was not returned.